Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing post-operative pleuritic chest pain. An echocardiogram indicated the right atrial (ra) lead had micro-perforated the atrium, resulting in cardiac tamponade. High and unstable threshold measurements were also observed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.